Event description:
It was reported that this right atrial (ra) lead was dislodged and required a revision four days after implant. The lead revision was successful and no additional patient adverse effects were reported.